Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with all available information, boston scientific concludes that the reported event was not confirmed. The investigation concluded that there is not enough evidence to determine whether the reported event of stent failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. Additionally, it was noted that the device was used in a manner inconsistent with the IFU (instructions for use) / product label as the complainant reported that the handle was rotated as the device was luer locked to the scope and also it was reported that the size of the scope used was 3.2 mm working channel. The product was not returned for analysis despite good faith efforts, preventing evaluation of the device for any potential defect. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. Labeling review: a product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope and also it was reported that the size of the scope used was 3.2 mm working channel as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope and the axios stent and electrocautery-enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger." Risk review: a risk review was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the investigation findings do not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the most probable cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted transgastric to pancreas to treat an acute necrotizing pancreatitis during a perigastric necrosis fluid drainage procedure performed on (B)(6) 2024. During the procedure, resistance was encountered at step 2. After removing the yellow safety cover, the surgeon aligned the knob with the arrow and attempted to pull the device to release the distal flange; however, significant resistance was noted. During a second attempt, unusual sounds were heard, suggesting device damage, and the distal flange was not released. The device was removed, and despite the resulting delay, the procedure was completed by introducing a guidewire and reimplanting a new endoscopic stent. Aside from the reported delay, there were no patient complications reported as a result of this event. Note: it was reported that the size of the scope used was 3.2 mm working channel. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a scope with a working channel size of 3.2 mm.